Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father stated that the insulin pump was randomly delivering insulin on its own. The father did not have the insulin pump with him at the time of the call. Unable to troubleshoot. Nothing further was reported.